Event description:
After iabp for five hrs, a kink was noted in the catheter. "Check cath" alarm sounded from the pump and the waveform dampened. No blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. On 7/28/98, the following was reported to datascope: upon insertion of the iab catheter into the pt, alarms sounded from the pump ("rapid gas loss" and "check catheter" alarms). The waveform was also dampened. It was not possible to flush or draw back on the inner lumen using a syringe. A kinks was suspected in the catheter tubing. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. It was unk if there was any pt injury or complication as a result of the event. [Event complications]: none from the event-reported 7/13/98 and 7/28/98. [Pt's current status]: fine-rpt'd 7/13/98.